Event description:
The customer reported that the "vent had an issue, alarmed and patient expired".

Manufacturer narrative:
The ventilator was returned to versamed lab for investigation. Machine was tested, and found to be functioning according to specifications. The complete investigation report is included with this MDR report. See scanned pages.